Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h4. Corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that it was reported under the incorrect MFR number. This will be reported under MFR number 3007963827- 2020-00196. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined that it was reported under the incorrect MFR number. This will be reported under MFR number 3007963827- 2020-00196. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure due to periprosthetic fracture. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated/corrected. Updated: b2, b4, d4, g4, g7, h2, h10. Corrected: b5, d4, d7. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 42558000301, partial femur cemented size 3 left medial. 42518200408, partial articular surface left medial size d 8 mm thickness. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced bone fracture after surgery. Attempts have been made and additional information on the reported event is unavailable at this time.